Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had history anomaly. Customer's blood glucose at time of incident was 215 mg/dl. Customer is unable to press any button on the pump. Customer changed the battery and nothing happened.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests or verify the pump error 68, unresponsive buttons, and history anomaly due to the blank display. The pump was also received with corrosion on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with a scratched case, a faded serial number label, pillowing keypad overlay, and minor scratches on the lcd window.